Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
One hour after the patient was intubated the physician was performing a cuff check and found the tube's inflation line was missing. The tube was removed and replaced. There was no patient harm.